Manufacturer narrative:
Additional information: d9: return date: 24-may-2023. H3 - device evaluation: the lens was returned in liquid in a vial with residue/debris on the lens. Visual inspection found the haptic broken and residue on the lens. Dimensional and functional inspections found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.; -9.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vaulting with refractive surprise. On (B)(6) 2023 the lens was exchanged with a longer length, different model/power lens and the problem was resolved.